Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that customer checked the station, and the issue was resolved by customer. The system functioned as intended after the issue was resolved by the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator door had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.